Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and insulin pump was over delivering. The customer¿s incident blood glucose level was 40 mg/dl. The customer experienced different blood glucose level of 88 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose level. Customer did alleges insulin pump was over delivering. Reasons why customer alleges pump is over delivering because the insulin pump continues to deliver insulin while in auto mode. Troubleshooting was performed for low blood glucose level. Customer was on auto mode. The insulin pump and reservoir will not be returned for analysis.